Event description:
It was reported to boston scientific corporation in late 2007, that a corflo cubby low profile gastostomy device was used (patient age, gender and weight are unknown) six days prior. It was noted nutrition was leaking from the connector tube. The procedure was completed with another corflo cubby low profile gastostomy device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned device revealed that the bond between the y-connector and associated tubing had failed. The most likely root cause of this failure is insufficient bonding during manufacturing.